Manufacturer narrative:
Correction: h6: investigation summary: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. It can clearly be seen that the tubing was detached from the fitting component. Bd was not able to determine the root cause of the failure since the sample was not provided. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. This error was replicated in our manufacturing process and quality measures have been made to help prevent this failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that connecta plus3 10cm white cap was missing. The following information was provided by the initial reporter: customer reported that the transparent connection cap is missing, the glued cap has come loose from the tubing.

Event description:
It was reported that connecta plus3 10cm white cap was missing. The following information was provided by the initial reporter: customer reported that the transparent connection cap is missing, the glued cap has come loose from the tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-14. H6: investigation summary: bd received one photo and sixty samples submitted for evaluation. The reported issue was confirmed upon testing of the samples and inspection of the photo. The root cause of the failure was associated to inadequate monthly maintenance of manufacturing equipment for this product. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Bd has implemented a new critical repair process which involves more intensive inspections after a critical repair of the machinery to prevent reoccurrence of the failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photo submitted for evaluation. Your reported issue was confirmed upon inspection of the photo. It can clearly be seen that the tubing was detached from the fitting component. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. This error was replicated in our manufacturing process and quality measures have been made to help prevent this failure. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. Root cause description: bd was not able to determine the root cause of the failure since the sample was not provided. Rationale: no CAPA ¿ based on an evaluation of severity and frequency it was determined that no corrective action is required at this time also the root cause was not identified, therefore, corrective and preventive actions were not implemented.

Event description:
It was reported that connecta plus3 10cm white cap was missing. The following information was provided by the initial reporter: customer reported that the transparent connection cap is missing, the glued cap has come loose from the tubing.